Manufacturer narrative:
The customer's meter has been requested for evaluation. The test strips are not available.

Event description:
A complaint of high readings was received on a customer's precision xtra meter. The customer obtained a reading of "hi" compared to be a laboratory comparison reading of 150mg/dl. Taking "hi" as 500mg/dl, the results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant.